Manufacturer narrative:
The insulin pump was received with escape and act buttons not responding due to corroded keypad traces. The pump was received with cracked display window, cracked display window corner, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the act key was not sensitive. No further information was provided.